Event description:
It was reported that approximately 7 months post 3.0x23mm xience v direct stent implantation in the left circumflex artery, asymptomatic ischemia was observed. Balloon angioplasty was performed with a 3.0x13mm non-abbott balloon dilatation catheter, resolving the stenosis. There was no adverse patient sequela and on (B)(6) 2011, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. During stent implantation, the lesion was not pre-dilated. There was no reported product deficiency. The reported patient effects of ischemia and restenosis are listed in the instructions for use (IFU), as known adverse events associated with coronary stenting procedures. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It should be noted that the IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure.